Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the atrial lead product was oversensing noise and inappropriate automatic mode switch was triggered. No intervention was made. Patient was stable.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.